Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a pump malfunction; and that the patient did pass out and is currently admitted to the hospital and doing better now. The patient's mother also reported that when the patient was trying to troubleshoot the malfunction, the tubing wasn't priming; the patient experienced some lapse in infusion and passed out. It is unknown if the medical doctor was aware.